Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited fluctuating pace impedance measurements ranging from approximately 400 ohms to over 2,000 ohms. In addition to the high, out of range pace impedances, this lv lead was noted to exhibit increased thresholds greater than 5 v. A revision procedure was performed wherein the lead was surgically abandoned and replaced with an epicardial lead. No additional adverse patient effects were reported. This product is no longer in service.